Event description:
Patient stated that in 2005 they tested their blood sugar levels and they were 151mg/dl. Twenty minutes later they got into their car and were heading home. Within ten minutes of heading home they started experiencing low blood sugars. Patient stated they couldn't recall exactly what happened since they were not very alert at the time, but they were in a car accident because of the low blood sugar levels. They hit another car in the back, got out of their car and passed out. The paramedics arrived and tested their sugar level at 32 mg/dl. They were also seizing at the this time. They were admitted to the hospital and given an IV. They didn't recall what treatment was provided. They also mentioned that someone disconnected their device from them after the accident but wasn't sure who or exactly when. They were released from the hospital the following day.